Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that x-ray tube cooling unit was leaking oil , x-ray was not possible and system was not turning on. Review of log file showed x-ray generator¿ error and the technical investigation concluded that the cause was ¿cooling unit defect¿. Fse installed the new tube cooler and oil pump assembly. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that the x-ray tube cooling unit was leaking oil , x-ray was not possible and system was not turning on. The system was not in clinical use at the time of the event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.